Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023. During the procedure, multiple injections were administered to the right, left, and middle lobes. Minor bleeding was observed in the right and left lobes, which did not require treatment, while no bleeding occurred in the middle lobe. Subsequently, the patient experienced a urination disorder on (B)(6) 2025. A retreatment was performed on (B)(6) 2025, and the patient fully recovered the following day.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023. During the procedure, multiple injections were administered to the right, left, and middle lobes. Minor bleeding was observed in the right and left lobes, which did not require treatment, while no bleeding occurred in the middle lobe. Subsequently, the patient experienced a urination disorder on (B)(6) 2025. A retreatment was performed on (B)(6) 2025, and the patient fully recovered the following day.